Event description:
It was reported that the pt was going to have her vns device being removed. Follow up with the physician revealed that the reason for explant was due to the pt not receiving any efficacy from vns and that her device was not working prior to him taking over the care of the pt. Based on the programming history available, pt's device was functioning properly through 2005. It is unk at this time why the device is suspected to be functioning improperly. Good faith attempts to get additional information have been unsuccessful till date.